Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. As the 2.5x16mm omega stent system was opened and prepped for use the physician noted that the distal stent struts were ¿taken off the balloon¿. The procedure was completed with another 2.5x16mm omega stent. As there was no contact with the patient, no complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device lot number corrected from 16203216 to 0015452566. Device expiration date corrected from 06/26/2016 to 08/13/2015. Device manufactured date corrected from 07/01/2013 to 08/15/2013. Device evaluated by manufacturer - the balloon was tightly folded with the stent secured on the balloon. The first four rows of distal stent struts were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. As the 2.5x16mm omega stent system was opened and prepped for use the physician noted that the distal stent struts were ¿taken off the balloon¿. The procedure was completed with another 2.5x16mm omega stent. As there was no contact with the patient, no complications were reported. This product is only ous approved but it is similar to an approved us device.